Manufacturer narrative:
Updated data: b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was due to a suspected left ventricle perforation, but the perforation was not confirmed. The suspected perforation was reported to have occurred during guidewire placement, and was suspected to have been caused by the non-medtronic guidewire. Additionally, the temporary pacemaker did not cause or contribute to the perforation. It was clarified that the non-medtronic guidewire contributed to the death, and the valve and dcs did not contribute to the death.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-26, serial/lot #: (B)(6), ubd: 26-oct-2027, UDI#: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was quickly completed with a 20mm non-medtronic balloon due to calcification. The temporary pacing lead and stiff wire were then inserted into the patient. As the stiff wire crossed into the patient's ventricle, the patient¿s blood pressure decreased. The delivery catheter system (dcs) was then inserted into the patient, and the valve was quickly placed. After the valve was implanted, the patient's blood pressure did not improve, and a large effusion was noted via an echocardiogram. Pericardiocentesis and chest compressions were then initiated. Chest compressions continued until 20 to 30 minutes after the valve was implanted. The patient ultimately died. Per the physician, the procedure did contribute to the patient's death.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was quickly completed with a 20mm non-medtronic balloon due to calcification. The temporary pacing lead and stiff wire were then inserted into the patient. As the stiff wire crossed into the patient's ventricle, the patient¿s blood pressure decreased. The delivery catheter system (dcs) was then inserted into the patient, and the valve was quickly placed. After the valve was implanted, the patient's blood pressure did not improve, and a large effusion was noted via an echocardiogram. Pericardiocentesis and chest compressions were then initiated. Chest compressions continued until 20 to 30 minutes after the valve was implanted. The patient ultimately died. Per the physician, the procedure did contribute to the patient's death. Additional information was received to clarify the non-medtronic stiff guidewire and pacing lead were inserted into the patient first. At this point the patient's blood pressure began to drop. Subsequently, the pre-implant bav was quickly performed as the patient had critical aortic stenosis (as) with a mean gradient of 90 millimeters of mercury (mm hg). Per the physician, the non-medtronic stiff wire contributed to the patient's death; however, the medtronic device did not contribute to the death.